Event description:
It was reported that the device was used during an unknown procedure. The clips were malformed and the firing handle was sticking. Another device was used to complete the case. There was no consequence to the patient.